Event description:
It was reported to boston scientific corporation on december 3, 2008, that an endovive safety peg kits push method device was used during a percutaneous endoscopic gastrostomy placement procedure performed in 2008. According to the complainant, "the wire would not o past the transition point during the procedure". The procedure was completed with another endovive safety peg kits push method device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.